Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had mold present the following information was received by the initial reporter with the following verbatim cpc rn, (B)(6), called this reporter over vocera to notify of an IV bag that looked like it was moldy. The IV bag was set aside in bay 26 of cpc and was not used on the patient. Upon inspection there was noted to be a brownish substance on the outer layer of the IV bag and on the inner layer of the packaging. IV fluid inside bag appears clear without sediment or contamination. IV bag remains sequestered. Inspected IV bags in nearby room carts and all looked normal. Materials management notified.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents.

Event description:
Codes update